Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for routine follow-up after receiving inappropriate hv shocks. Lead dislodgement was noted on x-ray. Ra lead was looked like pointing down towards the ivc. The lead was not revised as the electrical measurements were good. Patient was doing well and will continue to be monitored.